Manufacturer narrative:
This supplemental report is being submitted to provide additional information in h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited fiber breakage, dents on the distal frame, dents on the edge, crack on all sides of the video connector, loose rotating handle and loose lg (light guide) adaptor. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.